Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following : there was radiolucency along medial and inferior aspect of acetabular cup. Dislocation of the femoral head, which appeared to be undersized was observed. There was heterotopic ossification along the greater trochanter. No other issues related to the products were identified. Reported event was confirmed by review of x-rays provided. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event. Please see reports: 0001822565-2019-03421 head, 0001822565-2019-03422 liner, 0001822565-2019-04381 cup, 0001822565-2019-04382 stem.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown liner, unknown stem, unknown cup. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device not returned for evaluation.

Event description:
It was reported that the patient underwent an initial hip arthroplasty on an unknown date. Subsequently, the patient was considered for a revision due to possible dislocation based on the x-ray provided. Attempts have been made and additional information on the reported event is unavailable.